Event description:
The customer reported via phone call that she had a blood glucose over 400 mg/dl yesterday because she worked hard outside and it was hot. Customer stated that the set came out and she bled heavily. Customer stated that it also hurt when she put in a new set. Customer removed the second set and replaced it. Customer stated that the third set is ok and inserted now. Customer mentioned that she lifted a lot of heavy stuff yesterday and the drive support cap was sticking out. Customer declined further troubleshooting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had loose drive support disk, cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.